Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent ventricular over sensing was noted on recorded ventricular high rate episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.